Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 94256li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number 94256li00 was calibrated and controls were ran including additional replicates of the positive control. The calibration met instrument specifications and all controls were in the typical range. Clinical sensitivity was evaluated by testing two commercially available seroconversion panels with the complaint lot. The results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94256li00 detected the same bleeds as reactive with comparable s/co values. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported a (B)(6) architect anti-hcv result on one patient sample. The sample generated (B)(6) results on the architect of (B)(6). The sample generated (B)(6) results on roche and vidas. The customer further indicated the sample was repeat (B)(6) on the alinity assay ((B)(6)). No reported impact to patient management.